Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (B)(4) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a fall and had a return of symptoms where it hurt to pee and the bladder was full. The patient went to the hospital and they were now catheterized. The patient stated that the doctor told them to call the manufacturer company. While on the call, the patient increased amplitude from 1.5 to 3.5 where they started to feel stimulation. It was noted that the stimulation felt similar to what it felt like when the device was working to resolve symptoms they will monitor symptoms and adjust as needed. The patient asked if they could take the catheter out and patient services redirected them to the health care professional (hcp).